Event description:
A surgeon reported a pt who is becoming progressively more hyperopic following intraocular lens (iol) implant surgery. The surgeon reported the pt started at -0.25 and is now +0.50. In a f/u, the surgeon reported it is unk if the device caused or contributed to the event. The surgeon reported the surgery was uncomplicated and the lens is centered in the bag. The surgeon plans to exchange the lens. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated the use of an approved cartridge, handpiece, viscoelastic combination. Product history records could not be reviewed for the cartridge and handpiece lot because the account did not provide info traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(6) 2012 by fax and mail. A completed questionnaire was received on (B)(6) 2012. Additional info was received in a f/u phone call on (B)(6) 2012. (B)(4).